Manufacturer narrative:
The customer's complaint of fluid leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they noticed fluid leaking from the microbore tubing where it was connected to the nonbd connector while connected to a patient. There was no patient harm.

Event description:
The customer reported that they noticed fluid leaking from the microbore tubing where it was connected to the nonbd connector while connected to a patient. There was no patient harm.